Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The pdrn confirmed that the patient did not have peritonitis, therefore the minicap is no longer considered a suspect product in this event.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Seven days prior to receipt of this report, the patient presented to the emergency room for multiple indications and was hospitalized. The same day while hospitalized, the patient was diagnosed with peritonitis. The peritonitis was manifested by cloudy effluent. The same day the patient was treated with unspecified antibiotics given intraperitoneal (ip) ¿nightly¿ (dose not reported). The antibiotics were scheduled to continue for 17 days. The cause of the peritonitis was unknown. The patient was discharged 3 days after admission. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available. This is report 2 of 2 involved in this peritonitis event.